Event description:
It was reported that the patient presented in clinic for an initial implant procedure. During the procedure it was noted that the implantable cardiac monitor (icm) exhibited no magnet response and failure to interrogate with bluetooth. No patient was involved.

Event description:
New information received confirmed that as a resolution the implantable cardiac monitor (icm) was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. No patient consequences were reported.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry. Analysis performed indicated device battery voltage was at end of life (eol). Device was cut open and high current drain on hybrid was noted. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection found no anomalies. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.